Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 150 ohms. A commanded shock test was performed with a 1 joule and 41 joule shock. Impedances for the 1 joule shock measured 78 ohms and the 41 joule shock impedances measured 98 ohms when programmed in triad. A low energy shock measured 111 ohms post a commanded shock. Technical services noted that since the commanded result was less than 125 ohms, they would not question lead integrity. It would be up to the physician when and whether to replace the lead. At this time, the lead remains in service. No additional adverse patient effects were reported.